Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was experiencing obstruction. It was determined that the band had slipped. The patient was then scheduled for a band re-positioning procedure in 2009. Per the surgeon, the procedure went fine. The band was repositioned using the same band while leaving the port attached. The max volume in the band was 8.2cc.

Event description:
The customer reported that during a colonoscopy using a snare connected to a microvasive (non-covidien) connecting cord, the surgeon had located a polyp. He placed the snare around the polyp and was activating the snare as he closed it. The snare did not activate, so a cold method was used to remove the polyp instead. The connecting cord was later re-plugged into the generator and the snare appeared to activate normally after that. The pt was called by the hospital as part of the f/u procedure. During the call they learned that the pt had been readmitted, and was in the ICU for a perforation. The doctor felt the perforation was due to having to use the cold method and was a result of the snare not activating. The site subsequently checked the cord and found broken wires. The generator has been checked by the site and found to function normally.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.device remains implanted.